Event description:
The customer contact reported an operator error in programming the device, which resulted in the patient receiving less medication than intended. On an unspecified date at approximately 2pm it was reported the device was programmed to deliver potassium chloride in the concurrent mode with norepinephrine. No specific programming parameters were provided. After an unspecified length of time that was reported as "right away" the patient's blood pressure decreased to the 60's. At that time, the patient was treated with epinephrine 1mg IV. And the customer contact reported the clinician found that the device was programmed in piggyback mode instead of the intended concurrent mode. The device was programmed correctly by an experience nurse and the therapies were restarted. At that time, the patient's systolic blood pressure was 85 mmhg and a mean arterial pressure of 65mmhg was achieved. After an unspecified number of hours later the customer contact reported the patient expired due to unspecified secondary problems. The customer contact reported the operator error in programming did not contribute tot he patient's death. The customer contact reported there was no device malfunction. It was reported he nurses at the user facility are trained and certified on the use for this pump. No additional information was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. If the device is received, a follow-up report will be submitted. This report represents all the information known by the reporter upon query by hospira personnel.